Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the injector over-rode the optic and damaged haptic. There was patient contact. The procedure was completed with new lens. Additional information was received from the initial reporter, who provided other concomitant products and patient information.